Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 105 / 204) was confirmed. As received, the monitor failed testing. Upon evaluation, the q12, q13, and q16 insulated-gate bipolar transistors (igbts) had shorted. The cause of the service codes is the shorted igbts. The root cause for the shorted igbts was not positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it was displaying service code 105 and 204.